Event description:
It was reported that some packages of sponges had only 9 each, instead of 10. On 30JUL2026 the initial reporter confirmed that their OR had the reported issue with one package. She audited two more packages of the same lot and did not find any more issues. This event occurred before patient use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.